Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: insulation cracked probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation is cracked.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is cracked.